Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/organ perforation") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and menometrorrhagia ("irregular and prolonged menstruation"). The patient was treated with surgery (she underwent a surgery to remove the essure device). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the perforation, dysmenorrhoea and menometrorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menometrorrhagia and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device was located in the uterus/ location of perforation uterus/ the location of the perforation: essure device was located in the uterus"), device dislocation ("pain from migrated implant/pain from migration") and genital haemorrhage ("heavy and abnormal bleeding/ heavy bleeding/ unusual bleeding/ lot of bleeding") in a 22-year-old female patient who had essure (ess205) (batch no. 624496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure". The patient's medical history included loop electrosurgical excision procedure on (B)(6)2008, gravida ii and parity 2 ((B)(6)2005 and (B)(6)2007). She did not claimed that she was allergic and she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claimed that use of essure caused or aggravated any psychiatric and/or psychological conditions. She had no fevers, chills. Nausea, vomiting or diarrhea. A gen probe was done on (B)(6)2007, which was negative. She has had donnal pap smear. She has had minimal pap smear abnormality with ascus with positive hpv. On (B)(6)2008, procedure: leep (loop electrosurgical excision procedure) conization. Findings: white epithelium after lugol iodine was applied. Preoperative diagnosis: moderate dysplasia on cervical biopsy. Postoperative diagnosis: moderate dysplasia on cervical biopsy. Concurrent conditions included general anesthesia, lsil and dysplasia. Family history included congestive heart failure, hyperthyroidism, breast cancer and hypertension. On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("painful cramping/painful cramps") and mood swings ("mood swings"), 2 months 25 days after insertion of essure (ess205). On (B)(6)2008, the patient experienced abdominal pain ("sharp/stabbing abdomen pain, abdominal pain"). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with medical device pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("essure device was located in the uterus/ location of perforation uterus"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), menstrual disorder ("unusual periods"), headache ("severe headaches/ headaches"), menorrhagia ("heavy monthly cycles"), sinusitis ("sinus infection") and vaginal infection ("vaginal infection"). The patient was treated with tramadol hydrochloride (tradol) and surgery (she underwent a surgery to remove the essure device). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, device expulsion, dysfunctional uterine bleeding, menstrual disorder, mood swings, headache, abdominal pain, sinusitis and vaginal infection outcome was unknown and the dysmenorrhoea, menometrorrhagia, abdominal pain lower and menorrhagia was resolving. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstrual disorder, mood swings, sinusitis, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: the device as inserted, 3 rings on I side, 8 on the other. The plaintiff had the essure devices removed on (B)(6)2016. In order to remove the essure devices, the plaintiff underwent a bilateral tubal occlusion reversal. Discrepancy noted as per pfs: essure insertion date: essure was implanted in 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: essure confirmation test. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dysfunctional uterine bleeding (confirming genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet received. Event outcome was updated for the event: severe menstrual pain,heavy monthly cycles and irregular and prolonged menstruation. New event added:vaginal infection. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device was located in the uterus/ location of perforation uterus"), device dislocation ("pain from migrated implant/pain from migration") and genital haemorrhage ("heavy and abnormal bleeding") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure on (B)(6) 2008, gravida ii and parity 2 ((B)(6) 2005 and (B)(6) 2007). She did not claimed that she is allergic and she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claimed that use of essure caused or aggravated any psychiatric and/or psychological conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 4 months 25 days after insertion of essure (ess205), the patient experienced abdominal pain ("sharp/stabbing abdomen pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("essure device was located in the uterus/ location of perforation uterus"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain lower ("painful cramping/painful cramps"), menstrual disorder ("unusual periods"), mood swings ("mood swings"), headache ("severe headaches"), menorrhagia ("heavy monthly cycles"), sinusitis ("sinus infection") and treatment noncompliance ("did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with tramadol hydrochloride (tradol), surgery (she underwent a surgery to remove the essure device) and surgery (she underwent a surgery to remove the essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, device expulsion, dysmenorrhoea, menometrorrhagia, menstrual disorder, mood swings, headache, abdominal pain, sinusitis and treatment noncompliance outcome was unknown and the abdominal pain lower and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstrual disorder, mood swings, sinusitis, treatment noncompliance and uterine perforation to be related to essure (ess205). The reporter commented: the plaintiff had the essure devices removed on (B)(6) 2016. In order to remove the essure devices, the plaintiff underwent a bilateral tubal occlusion reversal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-feb-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device was located in the uterus/ location of perforation uterus"), device dislocation ("pain from migrated implant/pain from migration"), genital haemorrhage ("heavy and abnormal bleeding") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure on (B)(6) 2008, gravida ii and parity 2 ((B)(6) 2005 and (B)(6) 2007). She did not claimed that she was allergic and she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claimed that use of essure caused or aggravated any psychiatric and/or psychological conditions. She had no fevers, chills. Nausea, vomiting or diarrhea. Concurrent conditions included general anesthesia, lsil and dysplasia. Family history included congestive heart failure, hyperthyroidism, breast cancer and hypertension. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 4 months 25 days after insertion of essure (ess205), the patient experienced abdominal pain ("sharp/stabbing abdomen pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("essure device was located in the uterus/ location of perforation uterus"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain lower ("painful cramping/painful cramps"), menstrual disorder ("unusual periods"), mood swings ("mood swings"), headache ("severe headaches"), menorrhagia ("heavy monthly cycles"), sinusitis ("sinus infection"), treatment noncompliance ("did not use birth control or contraception at any time following your essure placement procedure") and dysfunctional uterine bleeding (seriousness criterion medically significant). The patient was treated with tramadol hydrochloride (tradol), surgery (she underwent a surgery to remove the essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, device expulsion, dysmenorrhoea, menometrorrhagia, menstrual disorder, mood swings, headache, abdominal pain, sinusitis and treatment noncompliance outcome was unknown and the abdominal pain lower and menorrhagia was resolving. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstrual disorder, mood swings, sinusitis, treatment noncompliance and uterine perforation to be related to essure (ess205). The reporter commented: the device as inserted, 3 rings on I side, 8 on the other. The plaintiff had the essure devices removed on (B)(6) 2016. In order to remove the essure devices, the plaintiff underwent a bilateral tubal occlusion reversal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test concerning the injuries reported in this case, the following one was described in patient¿s medical records: dysfunctional uterine bleeding (confirming genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-feb-2018: follow up from (B)(6)- reporter¿s added, case became medically confirmed, patient¿s demographic information, relevant history and lab data updated. Event dysfunctional uterine bleeding was newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device was located in the uterus/ location of perforation uterus"), device dislocation ("pain from migrated implant/pain from migration") and genital haemorrhage ("heavy and abnormal bleeding") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure on (B)(6) 2008, gravida ii and parity 2 ((B)(6)). She did not claimed that she is allergic and she experienced a hypersanity other component of essure. She did not claimed that use of essure caused or aggravated sensitivity reaction to nickel or any psychiatric and/or psychological conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 4 months 25 days after insertion of essure (ess205), the patient experienced abdominal pain ("sharp/ stabbing abdomen pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("essure device was located in the uterus/ location of perforation uterus"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain lower ("painful cramping/painful cramps"), menstrual disorder ("unusual periods"), mood swings ("mood swings"), headache ("severe headaches"), menorrhagia ("heavy monthly cycles"), sinusitis ("sinus infection") and treatment non-compliance ("did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with tramadol hydrochloride (tradol), surgery (she underwent a surgery to remove the essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, device expulsion, dysmenorrhoea, menometrorrhagia, menstrual disorder, mood swings, headache, abdominal pain, sinusitis and treatment noncompliance outcome was unknown and the abdominal pain lower and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstrual disorder, mood swings, sinusitis, treatment noncompliance and uterine perforation to be related to essure (ess205). The reporter commented: the plaintiff had the essure devices removed on (B)(6) 2016. In order to remove the essure devices, the plaintiff underwent a bilateral tubal occlusion reversal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test. Most recent follow-up information incorporated above includes: on 10-jan-2018: plaintiff fact sheet was received. All relevant medical history, treatment drug and start and stop date were added. Lot number added. Events sinus infection, heavy monthly cycles, sharp/stabbing abdomen pain, severe headaches, mood swings, unusual periods, painful cramping/painful cramps, essure device was located in the uterus/ location of perforation uterus, pain from migrated implant/pain from migration, treatment noncompliance were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.